Manufacturer narrative:
The log files of the affected device were provided for the investigation. Log entries confirm that two warmstarts occurred on the reported date of event. Internal monitoring detected a deviation within the microprocessing system. Such error may come from external disturbances exceeding the requirements given in iec60601-1-2. The device reacted as specified to such disturbance by triggering a warmstart to resolve the issue. During a warmstart which lasts approximately 8 seconds, the device would generate an audible alarm and an emergency-breathing valve would open allowing for spontaneous breathing.

Event description:
It was reported that the system reset during use. No injury was reported.